Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. Deflation: not observed through leak test inspection. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported exchange due to the patient's concern with the product with deflation. This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported exchange due to the patient's concern with the product with deflation. This record is for a right side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2024 provided.

Event description:
Additionally reported were particles in valve and plug strap separated. The device has been explanted and replaced.